Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported tip detachment. It may be possible that during deployment, while the thumbslide was being advanced and retracted, the tip became caught within the stent and as the thumbslide was retracted, the tip separated. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed superficial femoral artery with a diameter of 4.5 mm with a supera self expanding stent system (sess). The vessel was prepared with a 4.0 mm balloon at rated burst pressure (rbp) for 10 seconds and atherectomy was not used. It was confirmed under fluoroscopy that the stent emerged from the sheath and was fully released and the thumb slide was fully retracted to the start position and both system and deployment levers were locked prior to removal. The stent was successfully implanted. There was no resistance noted during removal; however, the tip of the sess separated. The proximal portion was simply withdrawn and the tip was retrieved with a snare. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.